Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. Device manufacture date, unique device identifier (UDI) and serial number are unavailable.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there have been issues with a driver. Issue occurred intra/peri-operatively with no delay to surgical time. There was no reported impact to patient outcome.